Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion.

Event description:
The customer reported a false negative with the binaxnow on (B)(6) 2021. The patient tested positive in a clinical setting. The customer did not provide if the patient was asymptomatic or symptomatic. No additional patient information, including treatment and outcome, was provided. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 169456 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 169456, test base part number 195-430h/ lot 167133. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 169456 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.